Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3888-45 lot# va0tx28 serial# implanted: (B)(6) 2016 explanted: product type lead product ID 3888-45 lot# va0tx28 serial# implanted: (B)(6) 2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that all pairs with electrodes 4-7 had out of range impedance values greater than 10,000 ohms. The manufacturer representative wanted to confirm that the patient had one 1x8 lead and two 2x4 leads as that was what was showing on the clinician programmer 8840. X-rays showed that the patient had an octad lead and two quad leads. It was reviewed that one of the quad leads appeared to have open circuits involving all four contacts. The patient was to follow up with their healthcare provider (hcp). No patient symptoms were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.